Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes. 31 mg/dl and 201 mg/dl. 29 mg/dl and 185 mg/dl. Both comparisons were done on the same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.